Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that four knives were blunt during cataract procedures. The knives were replaced and the procedures were completed. There was no patient impact. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in d.10, g.1, g.2, h.3, h.6 and h.10. Three opened angled knives were received loose in blisters for the report of blunt knives. The returned samples were visually inspected and were found non-conforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. All knives are 100% inspected by trained operators using magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).